Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call on (B)(6) 2018 that the insulin pump was having issues with blood glucose level versus sensor glucose level. Customer reported having a high blood glucose level of over 400 mg/dl. Troubleshooting was completed and found no defects. Product will not be returned for analysis.